Event description:
A facility reported a healthcare worker (hcw) came in contact with hydrogen peroxide after opening a new cassette for a sterrad® 100nx. The customer reported the indicator strip on the cassette package did not turn red which would have alerted the hcw to the presence of hydrogen peroxide. The hcw was not wearing personal protective equipment (ppe) and experienced blanching on her fingertips. The hcw washed the affected area and did not seek or receive any medical attention/treatment. The hcw reported the blanching lasted one hour and is now ¿fine.¿ this event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. This is two of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00030, 2084725-2015-00031, 2084725-2015-00032 and 2084725-2015-00033.

Manufacturer narrative:
Manufacturer date: 11/05/2014 asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). Method: service history, trending, fmea and shuma reviewed. ¿the DHR was reviewed and there was an issue in production which is addressed in CAPA. ¿the service history for the past six months ((B)(4) 2014 to (B)(4) 2015) did not identify any significant trend. ¿the trend for the product malfunction code of skin reaction was assessed from (B)(6) 2014 through (B)(6) 2015. The risk is considered "low." ¿the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿the shuma indicates the risk is "broadly acceptable." Testing was not performed as no product was returned. Per the supplier, there was an issue in production; however, as the suspect product was not returned the reported issues could not be confirmed. As a result, there is insufficient information to investigate the alleged product issues. Review of tracking and trending data did not reveal a trend. As a result, root cause was not performed; therefore, no further investigation is necessary at this time.